Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unit received with broken battery cap. The pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, partially broken reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported that the customer had battery cap issue and were not able to remove the battery cap. Blood glucose level was 154 mg/dl at the time of the incident. The insulin pump will be returned for analysis.